Manufacturer narrative:
No bends or kinks were observed on the exposed soft cannula. Found corrosion on the pcb and middle and top batteries. All the three batteries were measured to be depleted due to corrosion on the pcb assembly. The device data was unable to be retrieved due to the corrosion. During leak test, fluid was found leaking through a tear on the unexposed portion of soft cannula. This was the source of internal fluid leakage that caused corrosion inside the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 4 and 24 hours on the back. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.